Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp experienced discomfort due to the device inability to fully deflate. A revision surgery was performed, during which the physician explanted the device and replaced it with a tactra device. No further patient complications were reported.

Manufacturer narrative:
There was no device available for an analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was unable to fully deflate his inflatable penile prosthesis (ipp) device for months. This resulted in the patient experiencing pain in the penile area. The physician attempted to deflate the device without success. A revision surgery was performed at which time the ipp device was explanted and a tactra device was implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for an analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of discomfort is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Additional information provided to e1 initial reporter email: correction to b5.

Event description:
It was reported that the patient was unable to fully deflate his inflatable penile prosthesis (ipp) device for months. This resulted in the patient experiencing discomfort in the penile area. The physician attempted to deflate the device without success. A revision surgery was performed at which time the ipp device was explanted and a tactra device was implanted. There were no further patient complications.